Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 06/29/2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.